Event description:
It was reported that the patient experienced unspecified issues with an artificial urinary sphincter (aus) leading to the implant of a second cuff. No information was provided about the patient's outcome. Product performance analyst (ppa) was unable to request further information, as customer contact for the account is unknown. The patient was also using a cunningham clamp, however there was no mention about when did the patient began to use it. No more information available at the moment. Should additional information become available, it will be provided.